Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient¿s medical history was unknown. The pump model and serial number were clarified. The implant date of the pump was unknown. The patient had experienced intoxication. Regarding diagnostics/troubleshooting performed related to the difficulty locating the septum for pump refill resulting in morphine in the tissue, aspiration of the reservoir and rinse then refill was indicated. Regarding if it was confirmed if blood entered the reservoir, it was noted that the aspirated fluid was pink. The cause of the difficulty locating the septum during refill was indicated as lack of experience. It was unknown if there were any other external/environmental/patient factors that may have caused or contributed to the difficulty locating septum for refill resulting in morphine in the tissue. Further actions or interventions taken to resolve the event were unknown. The event was resolved.

Event description:
Information was received from a foreign healthcare provider (hcp) via company representative (rep) regarding a patient receiving morphine (unknown dose and concentration) via implanted infusion pump. It was reported that a problem occurred while refilling the pump. During the filling the membrane was difficult to find with the needle, so morphine got into the tissue. The chief physician was not present, he was informed about the incident afterwards. After the failed refilling, they started filling again by changing the needle, but they couldn't recall whether a filter was used for the second injection. That may have caused blood to enter the pump. No further information was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.